Event description:
It was reported that upon insertion of 6.5mm cancellous screw, during final tightening, the tip of the universal drive shaft broke off and was left in the screw. Dr. Was able to insert poly into shell without obstruction.